Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During their inspection, the sbc found diode d23 to be destroyed and confirmed the occurrence of error message e433. The sbc traced the error back to a defective hvps board and confirmed this in a test device. Error e433: error e433 is triggered by the device¿s safety system. If error e433 occurs, the esg-400 will be restarted for safety reasons. If the cause of the error remains, unlimited permanent restarts may be the result. The device is then no longer operational. Furthermore, the sbc found error message e457 in the error log. Manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Event description:
The customer reported that during procedure preparation an auxiliary lead was inserted into monopolar 1 of his olympus hf unit generator, and sparks were seen. According to the initial reporter, now the device is displaying an e433 error code and rebooting itself. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. While inspecting the internal components of the unit, a blown component on the hvps was discovered and another section appears to have exploded into two different pieces. After removing the debris and testing the device, the e433 error code was present during the power up, and the unit was restarting continuously. The damaged printed circuit board will have to be replaced to resolve this issue. Additionally, when reviewing the internal device communications log, an e457 error code was displayed 15 minutes prior to the reported e433 error. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.